Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system. Further details were received from this patient's clinic stating the system exhibited elevated threshold and pacing impedance impedance measurements on the right ventricular(rv) channel. The measurements were observed to have decreased one week later. No adverse patient effects were reported.